Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is:(B)(4).

Event description:
It was reported that defective label was found and was not fully visible and iol was implanted. No further information available.

Manufacturer narrative:
Photo evaluation: photo shows a label from the secondary label set, the serial number and expiry date print are not fully visible on the label. The root cause is deemed to be manufacturing related. The label set was observed to be offset. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).